Manufacturer narrative:
Initial reporter address: the first affiliated (B)(6). Mfg date: this lot was manufactured april 14, 2016 ¿ april 16, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after a large volume infusor was connected to the patient, no flow was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.